Event description:
It was reported that a previously capped right ventricular (rv) lead had migrated anterior to the implantable pulse generator (ipg) and when they removed the lead, an insulation breach of the active left bundle branch rv lead was noted. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead had migrated anterior to the implantable pulse generator (ipg) and when they removed the lead, an insulation breach of a previously capped left bundle branch rv lead was noted. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5867-3m adaptor, implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.